Manufacturer narrative:
Product event summary: analysis confirmed the customer comment that the programmer was unable to completely boot up, and therefore the hard drive was reconfigured and the software reloaded. Analysis also found the left keyboard hinge broken, that the cable of the keyboard was damaged and that the system fan and power supply fan were noisy. All were replaced. Concomitant products: product ID 2067 radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer did not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: product ID: 2067, radio frequency programmer head. (B)(4).

Event description:
It was reported that the programmer did not boot up. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.